Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient experienced pain, redness and discharge at the drive line site. The patient was started on doxycycline. Patient denied fevers and chills. Type of infection not documented. It was reported that cultures had no growth after 5 days. The patient has complained a couple of times of having episodes of light headedness, once with leaning forward and once when she was standing and walking. It was reported that pi events occurred during these episodes. Patient used to get migraines, but has not had one in a while. The headache started last night and worsened this morning. The patient also complained of neck and eye pain that was associated with the headache. No additional information was provided.